Manufacturer narrative:
The patient¿s age was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 3 months. (Calculated from the date when the system controller was issued to the patient.) (B)(6). The system controller and backup battery were not returned for evaluation. As the backup battery serial number was not provided, the manufacture date of the backup battery could not be confirmed. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Based on the reported event, the system controller would have alarmed with a backup battery fault if the backup battery expiration month was reached. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a backup battery fault alarm occurred due to an expired backup battery. The patient was reportedly asymptomatic. The backup battery was replaced in the hospital by the chief perfusionist, and the alarm resolved. The patient was discharged home. No additional information was provided.